Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2366-70 serial #: (B)(4) description: linear 3-6 lead, 70cm model #: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the lead and battery site. It was noted that the patient's wound were not healing because of the lack of fat. The patient underwent an explant procedure.